Event description:
A report was received that the patient was experiencing charging difficulities. The patient underwent a pocket revision procedure where the ipg was moved closer to the surface of the skin. Nothing was implanted or explanted.